Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. On approximately (B)(6) 2026, the clip had single leaflet device attachment(slda) from the posterior leaflet. Recurrent mr of grade 2+ was reported. There was no clinically significant delay reported.